Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter hmx analyzer with autoloader (hmx autoloader) was leaking from the needle bellows. Customer reported that the fluid appeared to be clenz, diluent, and some sample. Customer reported that a screw that held the bottom of the needle bellows was loose. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the hmx autoloader was leaking from the bellows and observed the screw holding the bottom of the bellows was loose, causing the bellows not to lower all the way. The fse tightened the screw and cleaned the instrument and the counter. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.